Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection and functional testing were performed on the set with no issues found. The root cause of the reported condition was undetermined.

Event description:
A customer reported to baxter (B)(4) of an interlink extension set that had a leak from the filter that was identified during an infusion. There was patient involvement, however there was no patient injury or medical intervention. No additional information is available.